Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. She stated that she had high blood glucose of 400 mg/dl earlier in the day, treated via bolus wizard, and then had low blood glucose of 41 mg/dl. She treated with grape jelly and was able to raise her blood glucose. She declined troubleshooting assistance for the high and low blood glucose. She also reported that her lancet device was broken for the glucose meter.